Event description:
The pt underwent implantation of a synchromed pump and catheter in 1998 for intrathecal infusion of morphine for pain. On 03/02/2000, the pt experience "shakiness and rambling sentences", which the pt recognized as similar to an experience pt had with a battery depleted pump. The pump has been refilled the day before and contained almost the full 18cc. The dose the pt had been receiving is unknown. The pt underwent explantation of the pump in 2000. Another pump was implanted at that time and the pt continued with pt's intrathecal morphine therapy. The explanted pump was returned to the MFR for analysis.